Event description:
It was reported that entrapment occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, after inflation, the device was stuck with non-boston scientific guidewire. The device was removed together with the guidewire. The procedure was completed with different device. There were no patient complications nor injuries were reported.